Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of button error and damage from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that the pump gave many no delivery alarms and the buttons are not responding accurately. The customer stated that the pump has a crack on the outer case of the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.